Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 1.0ml 30ga 8mm was damaged (broken, missing, unassembled) (device is still operable). The following information was provided by the initial reporter: customer reported the plunger rod was broken due to a crack before use.

Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd syringe 1.0ml 30ga 8mm was damaged (broken, missing, unassembled) (device is still operable). The following information was provided by the initial reporter : customer reported the plunger rod was broken due to a crack before use.